Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported black images and no dose was available. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective focus within the x-ray tube. Investigation was performed on complaint description, system history and system log files. The investigation showed a defective focus within the x-ray tube. There are two probable causes: the emitter is in contact with the surface of the focal boundary. Under normal conditions the emitter has a symmetric distance to all four boundary plates. Deformations due to thermal expansion may lead to short-circuit when the emitter is in contact with the focal boundary. The emitter is broken and is melting. Possible causes for the movement of the emitter are thermal deformations of the emitter, of the support wires, or of the brazing. The emitter and filaments are typical wear parts of the tube and limit the lifetime of the tube. In this case it was still possible to continue the examination with either the large focus (automatic switchover) or with the micro focus (manually selecting a different organ program). With the available mitigation measures the operator decided to relocate the patient. A siemens service engineer replaced the affected x-ray tube and the error did not reoccur. No further corrective actions are planned based on this nonsystematic event.